Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with a sudden onset of pain and redness in the right eye, 2 days following lasik surgery. An increase of edema at the flap edge was found and topical steroid dosage was increased. In a follow up the optometrist reported that the event has resolved, and the patient is doing well. No further info is expected.